Event description:
It was reported to covidien on 07/01/2009, that a customer had a problem with an electrode. The customer reports she had an allergic reaction to the adhesive gel on the electrodes. Customer stated she had a severe rash, blisters, swelling, and itching, which required prescription cortisone cream.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.